Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to reset smart device, uninstall then reinstall the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the transmitter (part number stt-gf-001 /serial number (B)(4)/lot number 5206749) used at the time of event was returned on 10/03/2016. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review showed transmitter failed to pair on issue date. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. A root cause could not be determined.